Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window corners noted during visual inspection.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 404 mg/dl. Customer stated that he couldn't walk, have pain and couldn't raise his arms, have palpitations, vomiting, losing consciousness, kidneys shut down and have electrolytes problem. Prior to being hospitalized. Nothing further was reported.